Manufacturer narrative:
Device evaluated by MFR.: the foot pedal was received in fair condition and angiojet ultra system console was not returned for evaluation. The footswitch was tested with a different console and passed functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the foot pedal was sticking. An angiojet® ultra system console was selected for a thrombectomy procedure. During preparation of the device, it was noted that the foot pedal was sticking. There were no patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the foot pedal was sticking. An angiojet® ultra system console was selected for a thrombectomy procedure. During preparation of the device, it was noted that the foot pedal was sticking. There were no patient complications.